Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Investigation incomplete.

Event description:
It was reported that a patient went in for a block. A tourniquet machine used and settings were checked prior to use. Cuff was applied to left upper arm of the patient. The blue cord was at distal and red cord by the anterior. Elastic manual pressure was applied by anesthesiologist. The cuff was inflated as instructed for both blue and red. The anesthesiologist injected the local. After 2 minutes they instructed the writer to deflate blue (distal) and which implemented. From there the alarm sounded and both began to be deflated and the word leak appeared on the monitor. The surgeon was in, and tried to turn off the machine but could not. The plug in the wall was pulled and kit kept alarming the same. The anesthesiologist was aware and alert during the incident, and announced to staff in the room of what was going on. The patients vitals were stable after the event and remained monitored and stable after the event. No further event information available at the time of this report.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text: device not returned.